Event description:
Procedure performed: lap. Gastric sleeve. Event description: the ca500 was used to place the blood vessels supplying the stomach. The clips got stuck in the shaft and could not be released. They had to be removed by hand. Only then was it possible to insert a new clip. This process was repeated over and over again. A new ca500 with a different lot number was therefore opened, which then worked. Patient status: no patient injury. Intervention: a new ca500 with a different lot number was opened.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: lap. Gastric sleeve. Event description: the ca500 was used to place the blood vessels supplying the stomach. The clips got stuck in the shaft and could not be released. They had to be removed by hand. Only then was it possible to insert a new clip. This process was repeated over and over again. A new ca500 with a different lot number was therefore opened, which then worked. Patient status: no patient injury. Intervention: a new ca500 with a different lot number was opened.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as no damages or nonconformances were found and the remaining clips loaded and closed properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit and further examination of the event description, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury as the complainant stated that a clip "had to be removed by hand¿. Therefore, the complainant's experience refers to the incident mode of "improper clip loading," which, according to applied medical¿s risk documentation, is not classified as reportable. Correction: (h7 and h9) after investigation, not reportable and also not related to recall as previously reported.